Event description:
The customer reported that the sys would not boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The gib battery and the interconnect cable were replaced. The power supply voltage was adjusted, and the system software was reloaded. The system was then found to be operating as intended.